Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation, an issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.